Event description:
It was reported that a spectrum pump underinfused while infusing cisplatin over 24 hours for 240cc. It was reported that the infusion took 2.5 hours longer than programmed. Any pt injury or medical intervention is unk.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). There was additional information received from the customer regarding patient involvement/injury along with products/devices used with the baxter spectrum pump.

Event description:
The chemotherapy clinic's policy is to directly connect IV tubing hub to the IV access hub for 24 hour chemotherapy infusions. Several types of venous access devices are used: picclines, mediports, pheresis catheters with various sizes. All chemotherapy is infused as a primary infusion. It was also reported there was no patient injury. Additional information was provided by the customer regarding clinical products that are used in daily clinic practice: baxter clearlink IV sets, dehp/non-dehp IV tubing which is chemotherapy specific and 0.2 micron filters which are chemotherapy specific as well.